Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: catalog number vamc4040c150tu, serial number unknown, use by date unknown and upn# unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant and endurant ii stent graft system were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aptus anchors were also placed out of a concern for late failure and a chimney procedure was done in the left common carotid and innominate artery. It was also noted that a type ii endoleak persisted form the left subclavian artery after the procedure was completed. It was reported that during the implant procedure the patient had blood loss of 2000cc. The patient received 4 units of red blood cells and 2 units of plasma. They were given two more units of red blood cells, they subsequently received two further units of red blood cells, and they received one further additional unit for the treatment of anemia. The patient recovered with treatment and both events had resolved. The physician investigator assessed the event to be procedure related. No additional clinical sequelae were reported and the patient is fine.